Event description:
It was reported that the brake was defective and rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the rotawire was inserted to the target lesion with no issues. Then, the 1.25mm rotaburr was inserted to the unspecified guide catheter while on dynaglide mode and it worked normally. Suddenly, the physician noted that the rotawire started to rotate. Consequently, dynaglide mode was immediately stopped; however, the rotation of the rotawire already caused about 1cm of the tip to break. Furthermore, the detached portion remained in the distal part of lad. The procedure was rescheduled. No further patient complications were reported and the patient's status was stable.